Event description:
It was reported that there were pacing spikes seen near or on the t-wave, along with atrial undersensing and atrial pacing during atrial fibrillation. The device failed to switch to ddir mode due to the undersensing. Sensitivity was reprogrammed, and the device then appropriately switched to ddir mode. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer performance data file 05180737 show various atrial lead undersensing in at/af episodes between (B)(4)-2012 05:36:19 and (B)(4)-2012 17:13:05.